Event description:
It was reported by a customer that on (B)(6) 2011, the fiber cap detached inside of the pt at 10,053 joules. Add'l info reported by the customer was the beam was tested prior to being used inside of the pt. The beam was visible. During the procedure, after the fiber cap detached, the method used to retrieve the cap is unk. The pt did not experience any harm as a result of the incident. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injuries from user of the system. The current status of the pt is unk.